Event description:
It was reported that during a therapeutic stone retrieval procedure the surgeon was using a laser and placed the fiber alongside the basket instead of through the channel provided. A two inch piece of the basket broke off and was retrieved from the pt with grasping forceps. The procedure was completed.